Event description:
It was reported a patient experienced peritonitis manifested as cloudy effluent and bloated coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event, but was treated with cefazolin (once daily). Patient outcome was reported as ongoing and improved. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13b23045 and h13d30160 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed. This report references the same patient as (B)(4).